Manufacturer narrative:
Initial reporter's phone#: (B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve non-recovery with the incident lot was observed. Additionally, evaluation of the customer samples was performed and sleeve non-recovery was observed. However, upon functional testing of the returned samples, fully sleeve recovery was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve non-recovery with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and sleeve non-recovery was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd flashback blood collection needle leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.